Event description:
Pt's catheter rested on a nerve and caused burning pain down the right leg and their hands became swollen. They were experiencing depression related to the catheter issues. The catheter was revised. The "pt experienced relief from this revision for 5 days-then symptoms returned. Catheter was revised again." The hcp clarified that there was only one catheter involved. The "revisions" consisted of moving the catheter lower in the intrathecal space. "All symptoms resolved" and the pt recovered without sequela.